Event description:
Note: this report pertains to one of six complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01905, 3005099803-2010-01906, 3005099803-2010-01908, 3005099803-2010-01909 and 3005099803-2010-01910 for the other associated device information. It was reported to boston scientific corporation that a rf3000 radiofrequency generator, a leveen coaccess electrode system and four polyhesive patient return electrodes were used during a rfa (radiofrequency ablation) procedure in the pelvis performed on (B) (6) 2010. According to the complainant, upon removal of the pads, one superficial burn, characterized by light phlyctena (blisters), was noted on the patient's leg where one pad had been. The patient's condition at the conclusion of the procedure was reported to be okay with no further consequences. Additionally, on followup, the account reported the current condition of the patient as being okay. The complainant was unable to provide information on if or how the burn was treated.

Manufacturer narrative:
(B) (6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).